Event description:
The following has been reported: customer reported: ivenix pumps displayed a "pump problem" error that could not be cleared by a full power cycle of the pump. This pump was never used on patients and did not cause a delay in an active infusion. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve leak failure (valve 1). Upon return, the device was attached to a bracket and powered on. No alarms or errors were observed. An infusion was run on the device and no alarms or errors were observed. Log files were reviewed and multiple valve 1 leak failures were found. The device was opened to inspect for internal damage and perform testing on the pneumatic system. No internal damage was found. The pneumatic system was tested and failed during hardware testing, indicating a valve 1 leak failure. The tank body was inspected for damage. A crack was found on the positive side of the tank. The tank body was replaced during investigation. Testing was run again and passed successfully. The fva lip seals will need to be replaced during repair due to drag.